Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak anchor was defective as the surgeon pulled out the anchor inserter. Another ar-3636 knotless 1.8 fibertak was used to complete the case. This was discovered during a labral repair procedure on (B)(6) 2024. Additional information received on 7/30/2029: the anchor tip was altered after an attempt to insert the anchor into bone. A small fragment of the metal inserter tip broke off into bone. The fragment was quickly and safely retrieved with a grasper. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.